Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the patient underwent revision surgery to remove a broken variable angle ¿ locking compression curved condylar plate on (B)(6) 2015. The plate was originally implanted on an unknown date in october 2014 and the plate was reported to have broken post-operatively. There were no reported issues during the revision surgery or surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device lot number was identified upon receipt of device. Subject device was received on apr 27, 2015. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Patient weight was not provided by the reporter. Date plate was broken is unknown. The implant date was reported as an unknown date in (B)(6) 2014. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: the breakage of the variable angle-locking compression plate (va-lcp) occurred at the eighth distal combination plate hole (threaded part). Based on the topography of this fracture surface, it is likely that the implant was subjected to low dynamic bending loads (one-sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack, and finally to the overload respective to the fatigue fracture of the va-lcp. The plate could not resist the applied force, which ultimately led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. No evidence of material or manufacturing defects was found. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.